Manufacturer narrative:
The following was identified during the investigation (04 aug 2025): no product has been returned. There have been 5 attempts to get the products back but no response. Most likely discarded by the user. The user has taken a picture. On this it is visible that the neutral electrode and the cutting electrode are completely missing . The area where the neutral electrode is seated is molten down. As the product has not been returned, a final determination of the root cause is not possible. By analyzing the provided picture from the hospital, it is most likely that the cutting loop got damaged by mechanical overload, touched the neutral electrode and creating a shortcut. This lead to the instant destruction of the electrode (described explosion). The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that at the end of the medical intervention, the device "exploded" inside the patient. Prolongation of operative time to retrieve loop fragments from the uterus. The patient needs to undergo another surgery as the surgeon couldn't finish this operation due to the clinic was unable to provide a second tl400. The patient did not receive the expected surgery and may need to be transferred to another hospital. Due to this additional medical intervention the case is deemed reportable.

Manufacturer narrative:
The investigation on the product was conducted on september 2, 2025. As both electrodes - working and neutral - are molten down completely, it is most likely that the cutting loop got damaged by mechanical overload, touched the neutral electrode and creating a shortcut. This lead to the instant melt down of the electrodes (described explosion). The event is filed under internal karl storz complaint ID: (B)(4).